Event description:
It was reported that this left ventricular (lv) lead was a case of attempted implant due to high pacing threshold outputs. Coronary sinus imaging revealed no suitable branches for lead placement with adequate threshold measurements. This lv lead was not replaced due to poor patient condition, not implanted and discarded. No adverse patient effects were reported. Additional information indicated that noise interference initially prevented impedance measurements, and while subsequent vector checks were successful, high pacing thresholds were persistent. Due to concerns that these noise and impedance anomalies stemmed from this lv lead, this lv lead was removed. Ultimately, because the medical condition of the patient was actively deteriorating and the surgical procedure could not be safely prolonged, the team abandoned this lv lead placement entirely. No adverse patient effects were reported.

Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.